Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. The distal tip was damaged. Microscopic examination and tactile inspection presented no damage or irregularities in the shaft of the device. Microscopic examination revealed numerous kinks throughout the hypotube and a complete hypotube separation 71cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities with the bi-component weld bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. After deploying the stents, a 3.00mm x 12mm nc emerge® balloon catheter was advanced to post-dilate the lesion. However, after advancing the device over the guidewire, the shaft was bent and fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. After deploying the stents, a 3.00mm x 12mm nc emerge(tm) balloon catheter was advanced to post-dilate the lesion. However, after advancing the device over the guidewire, the shaft was bent and fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.